Manufacturer narrative:
At the completion of the clinical evaluation and based on the information received, there was substantial evidence to support the reported event of an intraoperative type ia endoleak post adjunct therapy with a bare metal (non-endologix) stent. The event-relatedness, procedure-related harms, or the final patient status cannot be determined. It was reported that the patient is currently being monitored. The manufacturing lot review confirmed all devices met specifications prior to release. These types of events will be monitored and trended as part of the quality system. Correction: device code - remove 1354, result code - remove 3233, conclusion code - remove 11.

Event description:
Additional information received confirming that a re-intervention has not been scheduled for the patient who continues to be monitored.

Manufacturer narrative:
The lot history records related to the subject device referenced in this complaint record were reviewed for potential contributing factors for the failure mode(s) described in this event. A review of the device quality records showed that the device(s) demonstrated compliance to established procedures and specifications at the time of manufacture.

Event description:
The patient was initially treated with the ovation ix abdominal aortic aneurysm stent; prior to the case, patient presented with a challenging anatomy (tortuous neck) that could not tolerate open surgery and had several lumbars feeding into the aortic sac, which was identified per CT. During this initial procedure, a type ia endoleak was observed on final angiogram that could not be resolved following the implantation of a palmaz balloon expandable stent at the level of seal zone; there appeared to be a delayed blush that remained at the conclusion of the procedure. The physician will continue to monitor the patient. There have been no additional patient sequelae reported.